Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Received info stating the pt had an allergic reaction and was having his device system explanted. Additional info has been requested and if received, a follow up report will be sent.